Manufacturer narrative:
Results: upon first evaluation, the strain relief was offset. The strain relief was unwound by a penumbra investigator to reveal the proximal shaft was kinked underneath the strain relief. Conclusions: evaluation of the returned device revealed it was kinked under the strain relief. This type of damage typically occurs due to forceful withdrawal from the packaging hoop at extreme angles. All penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system 5max ace reperfusion catheter (5max ace) was stretched from its proximal shaft, distal to the hub, upon removal from the packaging. The stretched 5max ace was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new 5max ace.